Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no display on the roller pump. The perfusionist unplugged the unit and plugged it back in. There was still no display. The roller pump could still be controlled by the central control monitor (ccm). As a result, an alternative device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) tested and could not duplicate the failing display. The fsr installed new display assembly on the roller pump. With the display replaced, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.